Event description:
Pt was infusing their daily bag of tpn. During the infusion the pt experienced a malfunction #7, an alarm stating the pump is not running with its programmed rate. The pt was given a replacement pump.